Event description:
It was reported that high lead impedance was read at a follow-up appointment with the treating neurologist. The pt did not report any manipulation or trauma to the site. X-rays were taken and sent to the manufacturer for review. Review of x-rays by the manufacturer revealed the generator was placed in the left chest in normal orientation. The filter feed-thrus appeared to be intact. The connector pins appeared to be fully inserted inside the connector blocks and the lead wires at the connector pins appeared to be intact. No lead discontinuities or acute angles were visualized in the lead body of the received images. However, a suspect area was visualized in the neck region near the electrodes, but due to the resolution of the x-ray image no definitive conclusion could be drawn in regards to if this area represented a lead fracture. At the moment no surgical interventions have been planned for the pt according to the treating neurologist.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.